Manufacturer narrative:
The device was returned to olympus for inspection. We reviewed DHR, confirmed that the subject product was shipped in accordance with the specifications. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had foreign material present in the nozzle there was no patient involvement.